Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has impedances of 1600 ohms and thresholds of 3.5v. Possible loss of capture on presenting egram will fax strips. Working with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).